Manufacturer narrative:
Our business partner servicing group reported barometric pressure (pbaro) errors in the error log of the device and testing the suspect device to manufacture specifications. However, the reported event was not duplicated and no specific component/assembly failure has been identified. At this time, the customer has not requested a return good authorization (rga) for a manufacture evaluation. Carefusion will include any component/device evaluation in a follow-up report.

Event description:
The customer reported while in use this avea ventilator failed to cycle a breath. The patient was switched to another ventilator and no patient harm or injury reported. The hospital biomed reported the ventilator cycled on after five repeated attempts.